Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vsc core for failure analysis. Failure analysis investigation was able to replicate the reported issue. The core was installed into the system and tested. It failed to turn on the system. The boards from the core were swapped one at a time; however, the issue persisted. It was noted that there was no +12v power, which was supposed to supply to all of the boards within the core. Therefore, the issue was isolated to the backplane.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vsc core for evaluation; however, device evaluation has not been completed at this time. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the product has been evaluated and/or if additional information is received. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted pancreatectomy (whipple) procedure, the vision side cart (vsc) turned off and could not be powered on again. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting support and requested the customer to change the power source and cycle the breaker; however, the issue persisted. The tse asked the customer to make sure the breaker was turned on and to wiggle the power cord to see if any led lights on the core flashed. A message was received on the screen of the vsc stating that there was "no signal" and the fans were running before powering on the vsc. However, the main power button to the vsc was greyed out and would not turn on even after pressing it. At that time, the surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. Isi followed up with the customer and obtained the following additional information: the surgeon had not anticipated the need to convert the procedure and had to obtain an instrument of a different size from a nearby hospital. Due to the troubleshooting, the conversion, and the need to obtain the laparoscopic instrument, a delay of 30 minutes occurred. The procedure was able to be completed laparoscopically with no further complications. The patient was reported to be doing well. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse noted that the vsc switched off with no warning after a system error 23 occurred. System error 23 is generated when a node reports a hardware fault in wheel communication. The vsc core was replaced and the issue was resolved. The core contains the electronics for advanced processing of the video image, system control algorithms, and control of esus when the surgeon uses the instrument function foot pedals.